Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product analysis showed that there was a small leak present when pressure was applied to the cuff. The tube was submerged in water to determine the location of the leak. The leak was on the proximal side of the cuff where it attaches to the main tube. The information indicates there was insufficient adhesion to prevent leakage. Regarding the issue with emg signal, there were no anomalies in the construction of the device which would have resulted in the reported emg malfunction. When viewed under magnification, there was no damage to the plugs or connections. According to the device specifications, the resistance of each lead shall be between 1.7 and 3.7 ohms. The actual measurements were as follows: red = 2.9 ohms, red with clear band = 2.9 ohms, blue = 3.0 ohms, and blue with clear band = 3.0 ohms [all readings are within specification]. Note ¿ there were no short circuits and no intermittent behavior while manipulating connections. Instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg response to direct or passive neural stimulation (as a result of use error).

Event description:
It was reported,"this emg tube leaked air. The emg tube could not detect nerves. Therefore, the doctor removed the tube and found the air leaked out. About 10~15cc of air was inflated, but only about 2cc of the air was left when the tube was removed. As a result, the doctor used another new tube to complete the surgery." There was no injury or loss of ventilation reported.

Manufacturer narrative:
Additional information was reported: the tube could not detect nerves. There was no signal. The medical staff smelt the anesthetic gas during the surgery. Because the balloon shrunk, the anesthetic gas leaked from the gap between balloon and trachea. There was no medical intervention required, aside from replacing the emg tube with another. The patient was unaffected. This was the initial use of the single use device.

Event description:
Additional information was reported: the tube could not detect nerves. There was no signal. The medical staff smelt the anesthetic gas during the surgery. Because the balloon shrunk, the anesthetic gas leaked from the gap between balloon and trachea. There was no medical intervention required, aside from replacing the emg tube with another. The patient was unaffected. There was no medical intervention required, aside from replacing the emg tube with another. The patient was unaffected.

Manufacturer narrative:
(B)(4). The aware date of this new information is dec. 10, 2015. This report is submitted because a need for correction was noted.